Event description:
The customer reported that the 840 ventilator stopped cycling. There was no patient involvement. Covidien suggested the breath delivery unit (bdu) pcb be replaced. Covidien is not authorized to service the device.